Manufacturer narrative:
(B)(4). He device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). He cause was determined to be mishandling of the pump head door. To correct the condition, the pump head door was replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found with a broke pump head door. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.